Event description:
New arrived device, checked in warehouse, found screen dysfunction found screen insensitive. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 10oct2019, date of report : 11oct2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On 17jan2019. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
New arrived device, checked in warehouse, found screen dysfunction found screen insensitive. There was no patient involvement. Event date not specified; estimate used.